Manufacturer narrative:
Date of event - estimated based on aware date of 11nov2020.

Event description:
It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint post-implant, the patient experienced a stroke with brain damage.